Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with an original diagnosis of a cervical disc hernia underwent a revision surgery at c4-6 approximately 9 months post-op because the screws had backed out of the plate and the locking mechanism of the cervical plate failed. Fusion had reportedly occurred for this patient however the cervical plate construct was removed due to the locking mechanism failure. No other patient complications were reported.